Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During the procedure, it was noted that there was a steady leak of blood from the hemostasis valve of the sheath when a catheters was inserted. The sheath was replaced with another to resolve the issue. There was no harm to the patient.